Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the non calcified and non tortuous diagonal branch. A 2.75x8mm promus element plus everolimus-eluting platinum chromium coronary stent system was deployed to the lesion. An unspecified balloon catheter was selected and advanced for postdilation, however, the balloon catheter got caught with the proximal end of the stent and subsequently, stent damage was noted. The physician manuevered the balloon catheter back through the stent and post dilatation was performed with good result. Following post dilatation, residual stenosis was 0%. The procedure went fine and was completed with this device. No patient complications were reported and the patient's status was fine.